Manufacturer narrative:
Through device analysis the complaint was verified. During visual and functional testing, a leak was observed. The root cause was the tip of the tube was not completely formed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. This occurred during priming, no patient involvement and no patient harm/adverse event reported.